Event description:
It was reported that during use with a bd safe-clip¿ the needles were not clipping. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the safety clip is not clipping the needles.

Manufacturer narrative:
The following fields have been updated as an additional lot# has been reported: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 6019400 d.4. Medical device expiration date: na h.4. Device manufacture date: 2016-02-16 d.4. Medical device lot #: 7285551 d.4. Medical device expiration date: na h.4. Device manufacture date: 2018-01-25

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-01 h6: investigation summary customer returned two (2) used bd safe clip devices (1 from lot 6019400 and 1 from lot 7285551). Consumer stated for a while he was wiggling the mechanism to get the needles inside and now he can't get the needles in the hole at all. The returned safe clip samples were examined microscopically and it was observed that 1 of the samples exhibited dry blood near the cutting hole; the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using this returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. The other returned safe clip was tested by clipping test cannula, and was able to clip properly. No evidence of manufacturing defect was observed on this sample. According with the DHR review information attached (see attached DHR review files), the problem ¿ no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0) and aql=1). H3 other text : see h.10.

Event description:
It was reported that during use with a bd safe-clip¿ the needles were not clipping. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the safety clip is not clipping the needles.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4) as nypro, mx is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd safe-clip¿ the needles were not clipping. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the safety clip is not clipping the needles.